Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that he can¿t rewind his pump. His blood glucose was 325 mg/dl and he treated with a manual injection. The customer believes that his blood glucose was high because he was not able to rewind the pump so he changed the set. He was assisted with rewinding the pump. The customer also mentioned that the buttons were hard to push on his pump. He declined troubleshooting for the issue because he said that it is a new pump and that it is working now. The insulin pump is not being returned for analysis.